Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) of 450mg/dl with abdominal pain, nausea and increased thirst associated with air bubbles in/leaking from the cartridge. The reporter noted air bubbles and leaking with two cartridges. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, it was noted that the infusion set and cartridge were not secure at the luer lock. Customer technical support walked the reporter through resolving the issue, however the issue remained unresolved. The reporter confirmed that correct cartridge fill technique was used and that there was no visible damage to the cartridge. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an ongoing air bubble and leak issue with the cartridges.